Event description:
New information received states that the implantable pulse generator was inoperable due to the device not being charged. No further information is available at this time.

Event description:
New information received states that the implantable pulse generator was explanted and a new ipg was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that a surgical intervention is anticipated to explant the implantable pulse generator due to an unknown reason. No further information is available at this time.